Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma, capsular contracture, surgical intervention. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a primary breast augmentation with mentor memorygel 600cc silicone breast implants which patient experiencing seroma and capsular contracture baker grade iii on the left side after the implantation. On (B)(6) 2019 physician removed the capsule put the implant back in. On (B)(6) 2019, physician drained seroma. Inflammation also reported. Patient had ultrasound showing fluid collection. As a result patient had the device removed on (B)(6) 2019.